Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with permanent heart damage. Reportedly, the pump did not deliver a bolus as requested. Review of the pump bolus history by tandem technical support (cts) showed that the bolus was delivered and completed. However, customer maintained that the pump did not function as intended and declined further troubleshooting with cts. Customer reverted to an alternate pump for insulin therapy.